Event description:
The pt underwent a permanent procedure on (B)(6) 2011 to receive an scs system including a paddle lead. The lead was placed at the desired location. The lead was tested and invalid impedance was revealed. The lead was removed and replaced. A kink was observed near the bottom of the lead. The replacement resolved the issue.

Manufacturer narrative:
Results: the lead was visually examined and the lead was severely kinked with all wires broken approx 56mm from the paddle end. No functional testing was performed due to the broken wires at the paddle. This damage is consistent with an overstress condition during the implant procedure. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.